Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007 the patient underwent a procedure. Preoperative diagnosis: herniated nucleus pulposus, c6-7. Procedure performed: microsurgical anterior cervical discectomy and fusion, c6-7; synthes acf; anterior cervical plate, synthes vectra, 14mm; ssep monitoring. On (B)(6) 2008 the patient was presented for preoperative office visit. On (B)(6) 2008 the patient underwent a procedure. Preoperative diagnosis: pseudarthrosis c6-7. Procedures performed: posterior cervical fusion c6-c7; posterior cervical instrumentation, depuy; application and removal of gardner-wells; allograft for spine surgery. An initial pilot hole was used with a 2-mm high-speed drill with the usual angulation for lateral mass screws in the up and out position. We used a hand drill to drill our pilot bole under "fluoroeccrpio" control. We drilled to 14 mm at c6, 12 mm at c7. All holes were probed. Used a 3-mm bur to gently decorticate. We rolled bmp ii sponges over a split, cut bone graft crm. It was placed into the interlaminar space; md extended with dvx allograft putty. On (B)(6) 2009 the patient was presented for follow up visit. He underwent x-rays of the lumbar spine. No complication was reported. On (B)(6) 2010 patient presented with back and mainly neck pain. The pain was nearly constant. He had a strong, intense sensation in his neck, and the pain could get intolerable at times. He felt pressure-like pain and numbness pain down his hands at times. It roughly followed the cb distribution. He had a piercing, sharp, shooting pain. He described the pain as mild to severe. Sleep was usually affected by this pain. It increased with weather changes, exercise, standing, walking, urination, stress, or coughing. On (B)(6) 2010 patient presented for follow-up and reported intermittent shooting numbing and tingling in his arms. On (B)(6) 2010 patient underwent cervical epidural steroid injection. No complications were reported. On (B)(6) 2010 patient presented for follow-up and reported severe neck pain, increased with activity, and occasional numbness and tingling in his right fingers. On (B)(6) 2010 patient presented for follow-up and reported severe pain, and he has had some significant left arm numbness and also some tingling in his feet. He described having the numbness in the third and fourth fingers of his left hand. He has continuous dull achy pain, improved with rest, increased with activity. On (B)(6) 2010 patient underwent left c7 transforaminal epidural steroid injection. No complications were reported. On (B)(6) 2011 patient presented for follow-up and reported reduced neck pain. On (B)(6) 2011 the patient was presented for follow up visit with continuous pain. No complication reported in physical examination and in CT myelogram. Impressions: cervical postlaminectomy syndrome with intermittent cervical radiculopathy postop. Impairment of activities of daily living. On (B)(6) 2011 the patient was presented for follow up visit with continuous aching appeared in l4-5 distribution. No complication re ported in physical examination. Assessment: lumbar radiculalgia. Acute cervical post laminectomy syndrome. On (B)(6) 2011 the patient underwent lumbar epidural steroid injection. Preoperative diagnosis: lumbar degenerative disk disease. Intermittent lumbar radiculopathy. Cervical postlaminectomy syndrome. Impairment of adls. On (B)(6) 2011 the patient underwent a procedure. Preoperative diagnosis: cervical postlaminectomy syndrome with intermittent cervical radiculalgia and chronic pain. Failure to respond to conservative therapy. Impairment of activities of daily living and work secondary to pain. Procedure performed: percutaneous implantation and trial of spinal cord stimulator electrode. On (B)(6) 2011 the patient was presented for follow up visit with continuous pain. No complication reported in neuro and physical examination. Impressions: cervical postlaminectomy syndrome with radicular pain. Successful spinal cord stimulator trial. Impairment of adls. On (B)(6) 2011 the patient was presented for follow up visit. Since the last visit the patient had a 13 steps fall at home because of which he had twisted his back and had some increased numbness down his leg. It was observed in physical examination that sacrum is mildly tender. Assessments: status post anterior cervical fusion. Bipolar illness, follows. Opioid dependency with 210 morphine equivalent by the (B)(6) pain clinic in the past. Current increased back pain from fall at home. On (B)(6) 2011 the patient was presented for follow up visit with neck pain and issues with his lower wound draining. Pain was constant. Physical examination: limited in range of motion of his cervical spine. He was tender upon palpation over the paravertebrals of his cervical spine. Two incisions were noticed, one up in the lower cervical and upper thoracic region and also in the right lower back region. Dressings were removed. Assessments: neck pain. Cervical postlaminectomy syndrome. Status post spinal cord stimulator implant. On (B)(6) 2011 the patient was presented for follow up visit for staple removal. No complication was reported in physical examinations. Assessment: status post spinal cord stimulator implant. On (B)(6) 2011 the patient was presented for follow up visit. No complication was reported in physical examinations. Assessments: status post anterior cervical disc fusion. Status post cervical spinal cord stimulator implant on (B)(6) 2011, with some irritation over the surgical scars. Opioid dependency. He was a 210 morphine equivalent by (B)(6) pain clinic. He was now down to a 125 morphine equivalent. Opioid misuse with stolen medications and now failed pill count. On (B)(6) 2011 the patient was presented for office visit with continuous dull achy pain. No complication was reported in physical examinations. Assessments: cervical postlaminectomy syndrome. Cervical radiculalgia. On (B)(6) 2011 the patient was presented for office visit with constant pain. Physical examinations: he was limited in range of motion of his cervical and lumbar spine. He was tender upon palpation over the paravertebral of the lumbar spine. Muscle mass and muscle strength in the upper and lower extremities is deficient compared to weight. Assessments: status post anterior cervical disc fusion. Status post cervical spinal cord stimulator implanted on (B)(6) 2011 with some irritation over the surgical scar. Opioid dependency. Low back pain. On (B)(6) 2011 the patient was presented for office visit due to neck pain and bilateral arm pain. Assessments: cervicalgia. Status post anterior cervical disc fusion. Status post cervical spinal cord stimulator implant on (B)(6) 2011. Opioid dependency. Low back pain. On (B)(6) 2011 the patient was presented for office visit due to lead migration. No complication was reported in physical examinations. Impressions: cervical postlaminectomy syndrome. Impairment of activities of daily living. On (B)(6) 2011 the patient underwent transforaminal left c7 cervical epidural steroid injection. Preoperative diagnosis: left c7 radiculopathy secondary to lumbar postlaminectomy syndrome. Impairment of adls. On (B)(6) 2011 the patient was presented for office visit due to aggravated pain in his lower. No complication was reported in physical examinations. Assessments: cervicalgia. Status post anterior cervical disc fusion. Status post cervical spinal cord stimulator implant on (B)(6) 2011. Opioid dependency. Low back pain. On (B)(6) 2012 the patient was presented for office visit. No complications reported. Impressions: cervical postlaminectomy syndrome, status post spinal cord stimulator implant with improvement. Lumbar degenerative disk disease. Intermittent lumbar radiculalgia. On (B)(6) 2012 the patient was presented for office visit due to neck and back pain. Assessments: pain; cervical radiculitis; spondylosis; disc displacement. On (B)(6) 2012 the patient underwent lumbar epidural steroid injection with fluoroscopy. On (B)(6) 2012 the patient was presented for office visit with back pain. On (B)(6) 2012 the patient was presented for office visit with back pain and neck pain. Musculoskeletal examinations: limitation of motion, back pain, back spasms, stiffness. On (B)(6) 2013 the patient was presented for office visit with back pain and neck pain. Assessment: disc degeneration. On (B)(6) 2013 the patient underwent cervical epidural steroid injection. Preoperative diagnosis: cervical hnp without myelopathy; radiculitis and cervical radiculitis. Assessment: cervical radiculitis; cervical degeneration of intervertebral disc; 3) cervical postlaminectomy syndrome. On (B)(6) 2013 the patient was admitted for a revision surgery. Preoperative diagnosis: displaced spinal cord stimulator lead, cervical postlaminectomy syndrome, cervicobrachialgia, chronic pain, impairment of adls. Procedures performed: explantation of spinal cord stimulator lead with 8 electrodes, discharged pulse generator and lead connector xl. Implant spinal cord stimulator lead x2 each with 8 electrodes for a total of 16 electrodes. Fluoroscopic guidance. Implantation of new spinal cord stimulator pulse generator. All under fluoroscopic guidance. On (B)(6) 2013 the patient was presented for post-operative visit. No complication was reported. On (B)(6) 2013 the patient was presented for follow up visit with back and neck pain. He reported intermittent pain. Musculoskeletal examinations: limitation of motion, back pain, back spasms, stiffness, some reduction in efficacy of his scs. On (B)(6) 2013 the patient was presented with preoperative diagnosis: dislodged spinal cord stimulator electrode for surgical lead im plantation. On (B)(6) 2013 the patient was presented for office visit with back and neck pain. On (B)(6) 2013 the patient was presented for office visit with back and neck pain. He also reported weakness and numbness in the right leg. On (B)(6) 2013 the patient underwent CT scan of the lumbar spine due to bilateral leg numbness. Impressions: l5-s1 disc herniation, with potential for some sacral radiculopathy. On (B)(6) 2013 the patient underwent cervical epidural steroid injection. Preoperative diagnosis: cervical hnp without myelopathy; radiculitis and cervical radiculitis. Impressions: cervicalgia, cervical radiculitis, cervical degeneration of intervertebral disc, cervical postlaminectomy syndrome. On (B)(6) 2013 the patient was presented for office visit for replacement of the leads. The patient reported significant neck pain, bilateral arm pain, and increased medication requirement. On (B)(6) 2013 the patient underwent CT scan of the lumbar spine. Impressions: kyphotic cervical spine, c6-7 was unequivocally fused; posterior leads were noted just below c6-7. On (B)(6) 2013, (B)(6) 2014 the patient was presented for office visit with low back pain and prescription refill. On (B)(6) 2013 the patient was presented for office visit with chronic pain syndrome. Impressions: chronic pain syndrome, status post anterior-posterior c6-7 fusion, kyphotic cervical spine.